Event description:
It was reported that six days post-op after a colon resection procedure, the pt was brought back to the operating room due to an anastomosis leak. Unk what caused the leak. The pt received a temporary colostomy - it is unk when it will be reversed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.